Event description:
The customer contact reported device breakage. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, the customer contact reported that when the male adapter of an unspecified 50ml syringe was connected to the secondary port on the cassette of the tubing set, the thread of the syringe broke in the secondary port on the cassette of the tubing set. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.